Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer used their emergency insulin pen to treat themselves for the high blood glucose. Customer advised the cannula was also bent which caused the insulin to not properly delivery. Customer was also having trouble with their quick serter. Troubleshooting for the quick serter was performed. Customer was advised how to properly use the quick serter during troubleshooting and the issues were resolved. Customer declined to troubleshoot for the high blood glucose levels. Customer's current blood glucose level was down to 87 mg/dl.